Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the generator exhibited error 231 intermittently when unit was turned on. The staff connected or disconnected the cables, but the error still popped up a few times. The issue occurred during preparation for use. There was no patient impact and no patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty generator board. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.